Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to the second of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2022. During the procedure, the physician was unable to use the handle of the device as the wire kept getting stuck and knotted; consequently, in ability of the bands to deployed. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.